Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing determined the cutter failed the test cut. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported during surgery that the only does half the skin, failure to cut problem. After final investigation, it was confirmed that the cutter failed the cut test. There was no harm or delay reported. There was no additional graft needed. They were able to pull our second mesher from the shelf and salvage the graft that they took. Due diligence is complete.